Event description:
It was reported the patient presented post-procedure. During interrogation, it was determined the leadless pacemaker (lp) was not capturing. Imaging showed the lp had dislodged to a renal branch. The lp was successfully retrieved and repositioned on (B)(6) 2025. The patient was in stable condition.